Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a button error alarm. The customer stated they received the motor error alarm during a bolus delivery. Customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarms. The customer stated they have dropped the insulin pump several times. Customer also reported damage to the battery compartment and reservoir window. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the insulin pump and passed. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads.